Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Additionally, the device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that during normal explant of this device a loose header was noted. In addition the setscrews appeared degraded. The device was explanted successfully and no adverse patient effects were reported.